Event description:
While the customer was using a cavitron plus g136, they allege that the insert over heated. No injury was reported from the alleged event.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation results: 09/26/25; evaluation tech: (B)(4). Emz hp;cable,conn/gun cable shorted. Contact pins in handpiece cable has corrosion. No turbo operation due to malfunction with the overlay assembly. Dead batteries in wireless foot pedal. Worn battery door. Debris buildup in the water solenoid, debris buildup in the water supply hose, debris buildup in the water filter. Ensure inserts being used are 30k dentsply sirona inserts that are not bent/curves stacks, damaged, clogged and or worn. Using inserts with these conditions may cause issue of "inserts over heating". Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval.